Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. This was an emergent case with an 8 cm aneurysm. Upon deployment of the iliac limb, the physician encountered difficulties while attempting to retract the nosecone. Upon multiple attempts at manipulating the device, the device could not be cleared. The ispi limb was deployed in an attempt to release the nosecone; however, the nosecone remained stuck so the physician retracted the device with more force, successfully releasing the nosecone. It was noted that post deployment, both limbs of the main body appeared compressed. Two (2) balloon expandable stents were successfully implanted bilaterally in the limbs to extend seal. The case concluded as expected and patient was reported to be doing well post procedure. The following day, it was reported that the patient's legs were paralyzed which the physician believed to be due to spinal embolization.

Manufacturer narrative:
The most likely cause for the difficult to withdraw and the stent cage buckling was the off-label iliac anatomy which might have allowed welding wing to be engaged in the ipsilateral limb. Procedure related harms included spinal embolization and lower extremity paralysis. Notably, the patient was reported to have a hip facture which prompted the urgent repair of the new discovered aneurysm. However, there was decreased outflow and a persistent proximal aortic stenosis post non-elgx cuff and bilateral renal snorkels on the last angiogram run. Based on a review of the returned device, the components of the delivery system present evidence of manipulation outside of normal conditions. It is likely the over molded anchor/welded wing interacted with the stent cage. The difficulty with deployment and damage to the delivery system was most likely caused by the off-label anatomy. Final patient disposition could not be ascertained due to lack of medical information surrounding the implant procedure. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.